Event description:
A report was received on 15 dec 2023 from the nurse of a 50 year old male critical care patient, who stated a cartridge blood leak was observed during a hemodialysis treatment on (B)(6) 2023. Additional information was received on 20 dec 2023 from the nurse who stated there was no medical intervention required. The cartridge was replaced and the patient resumed therapy with the nxstage system later that day.

Manufacturer narrative:
A photo was provided which confirmed the presence of blood outside the extracorporeal circuit. All devices must meet quality requirements and manufacturing specifications prior to release. The instructions for use states "check the system for blood and fluid leaks during treatment, and pay close attention to the blood line and access connections." All treatments must be administered under a physician''s prescription and performed by a trained and qualified person, considered to be competent in the use of this device by the prescribing physician so that alarms and harmful conditions can be responded to promptly.